Event description:
Bilateral superficial partial thickness to the back of both knees. A foam roller was used to position the legs for surgery. A gaymar medi-therm blanket was placed over the foam roller and was positioned against the skin. Both the medi-therm blanket and foam roller were hot to the touch at the end of the case.